Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was being oversensed. Additionally, it was noted there was low out-of-range pacing impedances measuring , less than 200 ohms. Technical services suspects there is an insulation issue. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was being oversensed. Additionally, it was noted there was low out-of-range pacing impedances measuring, less than 200 ohms. Technical services suspects there is an insulation issue. The lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggested this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.